Event description:
In 2009, this pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. After placement of the first devices, a proximal type I endoleak was revealed. Another gore tag thoracic endoprosthesis was used to address the endoleak. The device was placed too close to the left carotid artery, and unintentionally partially covered the artery. The pt was brought back to the operating room due to neurological difficulties, to implant a bare metal stent in the left carotid artery. The patient is stable with no further complication.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.